Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: the black box showed a manual time change from 10:02pm (B)(6) 2007 to 3:28pm on (B)(6) 2016. The black box showed the time and date resetting to default following a pump reboot at 6:28am on (B)(6) 2016; the time was then manually set to 5:31am on (B)(6) 2016. The daily insulin delivery totals appear inconsistent due to time/date issue. The pump passed delivery accuracy test and was found to be delivering within required specifications. The pump time and date was set and the pump exercised for 24 hours. The battery was then removed and the pump was left without power for 6 hours; when pump powered on it had returned to default time and date. The pump was opened and the internal battery was found to be leaking. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 598 mg/dl associated with the time/date reset.this malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.